Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device did not release all of the staples on one side. The device cut, but on one side only partially stapled. The other side was fine. The case was completed with another device, an endo loop was used. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results showed that one atw35 device was returned with a tr35w cartridge loaded on the device. The cartridge was received with the left side fully fired and right side partially fired 1/2. Upon further analysis the cartridge deck was noted to be damaged where the firing stops. The damage to the cartridge is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the wedges pushing the driver to continue its run. If enough force is applied to the firing trigger the wedges can break through the cartridge reload wall allowing the firing to continue. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.